Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the syringe went all the way through the cartridge septum during the filling process. The customer reported a blood glucose (bg) level above 300 (mg/dl). A manual injection was delivered and the cartridge was changed to address bg levels. Replacement cartridges were sent to the customer.

Manufacturer narrative:
The syringe going through the cartridge septum is not a malfunction of the device; therefore there is not a product problem.